Event description:
Health care professional (hcp) of home patient (hp) reported home patient had excessive amounts of air while using the homechoice cycler for automated peritoneal dialysis therapy. Health care professional states that during the drain cycle, the husband of the home patient noted bubbles and pockets of air in the pt line. No alarms were noted on the cycler and husband of home patient requested a replacement cycler, health care professional feels home patient may have been infused with air during manual exchange performed during the day, and has followed up with home patient on proper automated peritoneal dialysis and continuous ambulatory peritoneal dialysis priming procedures. According to health care professional, no pt injury or medical intervention occurred as a result of this incident.